Manufacturer narrative:
The manufacturer did not receive devices, x-rays, surgical reports, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of an unk winterthur hip component. No further details are known at this stage.